Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced insulin flow alarm event on (B)(6) 2026. Alarm occurs during therapy. Insulin does not exit the tubing confirming blockage is in the tubing. No further information available.